Manufacturer narrative:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. The investigation was completed on 26-april-2023. A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, the hemostatic valve was observed damage. This issue could be related to the incorrect insertion of the dilator into the sheath causing the damage of the valve; however, this could not be conclusively determined. Also, the damage observed on the hemostatic valve could be related to the leak condition reported by the customer. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. Then, the returned sample was connected to a syringe with water and no leakage was observed. According to the provided picture the hemostatic valve was observed damaged; however, during the analysis, no damage or issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The hemostatic valve leak reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿hemostatic valve leak¿. -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the picture provided. -investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: valve(s) (g04135) were selected as related to the biosense webster inc. Analysis finding from the picture of ¿hemostatic valve broken¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 18-apr-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. The diaphragm at the end of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was defective. Blood leaked through diaphragm. It was not known if the surgery was delayed due to the reported event. It was not known if the procedure was completed successfully. There was no patient consequence reported. Additional information was received. Believes the section with the issue was the hemostatic valve. The diaphragm seems to be broken such that blood dripped out. It was a leakage. The hemostatic valve did not dislodge inside the hub nor outside the hub. The brim cap/hub did not detach from the sheath. Pictures were attached. The sheath was being used on the patient. It happened during the procedure. No air entered the patient¿s body. Just some blood of unknown amount leaked out. There were no consequences for the patient. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
The event date is unknown. Therefore, the first day of the year has been entered as the event date. The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).